Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), pelvic inflammatory disease ('pelvic inflammatory disease') and seizure ('seizures') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included seizure, acute gonococcal cervicitis, seizures, ovarian cyst, pelvic pain, convulsions, backache, seizures, abdominal pain, right lower quadrant pain, pelvic inflammatory disease, fatigue, depression, type 2 diabetes mellitus, borderline personality disorder, migraine, seizure, cramp in lower abdomen, right lower quadrant pain, bacterial vaginosis, pelvic fluid collection, menses irregular, nausea, vomiting, bacterial vaginosis, menstrual disorder, fatigue, pelvic pain and fever. Concomitant products included aripiprazole (abilify), celecoxib (celexa), medroxyprogesterone acetate (depo-provera), rizatriptan, valproate semisodium (depakote) and valproate semisodium (divalproex). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), cervicitis ("infection (bladder/ urinary tract/vaginal) type: cervical/ infection (other) describe: cervical"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal / infection (other) describe: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / prolonged periods"), abdominal pain ("abdominal pain"), coagulopathy ("clotting") and post-traumatic stress disorder ("ptsd"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and coagulopathy had resolved and the pelvic inflammatory disease, seizure, cervicitis, vaginal infection, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain and post-traumatic stress disorder outcome was unknown. The reporter considered abdominal pain, cervicitis, coagulopathy, dysmenorrhoea, dyspareunia, menorrhagia, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, seizure, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage, pelvic pain, abdominal pain, dyspareunia, vaginal discharge, vaginal infection, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: cervical/ infection (other) describe: cervical, infection (bladder/ urinary tract/vaginal) type: vaginal / infection (other) describe: vaginal, seizures, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, abdominal pain, clotting, (ptsd) post-traumatic stress disorder, did not undergo confirmation test, pelvic inflammatory disease. Reporter information, aka name, concomitant drug, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.